Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump keeps alarming with battery replace now. The patient's blood glucose at the time of incident was 8.0 mmol/l. The alarm persisted despite multiple battery changes. The alarm was unable to be cleared; insulin delivery stopped as well. The pump then began to register the batteries. The customer stated that the battery cap appeared dirty. No products were returned and a replacement battery cap was shipped to the customer.